Manufacturer narrative:
Initially the lot number was not provided, but after discussion with distributor we have received the lot number from the plate and screw. We have inspected the dhf of these batches and no deviation was detected. Furthermore, we have performed an analysis of 4 screws and 1 plate with the same lot number we had on stock and no deviation was detected. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is report 2 of 2.

Event description:
It was reported that a locking 4.2mm cancellous screw didn't lock in a curved prs rx plate and was screwed through the plate hole. This is report 2 of 2.